Event description:
It was reported that a (B)(6) multiday infusor had stopped delivery of an unknown drug. This issue occurred during patient use at their home. The customer stated that force prime was done and the flow was confirmed before the infusor was connected to the patient. There was patient involvement, however, there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.